Event description:
It was reported by the clinician, that the tubing set was being used on a male child pt. The IV set became disconnected at one of the luer lock connections near the pressure activated valve (pav). The pt bled back through the disconnected line. There were no pt complications reported.

Manufacturer narrative:
Sample will not be returned for evaluation.